Event description:
It was reported that the iab ruptured. The iab had been inserted in the cath lab without issue on 12/15, and the iab was noted to have ruptured later in the day. As a result, the iab was removed without difficulty. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iab ruptured. The iab had been inserted in the cath lab without issue on 12/15, and the iab was noted to have ruptured later in the day. As a result, the iab was removed without difficulty. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint that the "iab ruptured" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.